Event description:
The report from the study indicates that six to twenty-four hours after the procedure, the patient's cardiac enzymes were above upper normal level (uni). Ck=2 times above uni, ck-mb >=5 times above uni, and troponin >=5 times above uni. Twenty-four hours post procedure to discharge, the ck-mb was normal and troponin was still >=5 times above uni. The patient was discharged 4 days post-procedure. This patient is a male. He has a bmi of 27.34 and a past medical history of hypertension, and myocardial infarction. The patient has been taking aspirin and plavix daily, as well as statins, ace inhibitors, and beta-blockers. He presented with stable angina in 2007, and was enrolled into the study the following day. Patients baseline vital signs were stable at 130/76, sr 82, cardiac enzymes all normal. On the same day, patient was given asa, plavix, and started on aggrastat for pci. Angiography revealed triple vessel disease and was treated as follows. The native plad was 70% occluded and measured 2.5mm x 18mm. It is a b1, ostial, de novo lesion with no bifurcation, has irregular contour, and is readily accessible in the prox segment. A 6fr guiding catheter was introduced along with a 2.5mm x 12mm balloon and the vessel was pre dilated using 8 atm's pressure. A 23mm x 3mm cypher select plus (exp 2/2008) was deployed using 14 atm's pressure with satisfactory results. The stent did not fully expand, so a 8mm x 3.5mm balloon was guided for post dilatation of the stent using 12 atm's pressure with satisfactory results. Patient was started on asa, plavix, statins, ace inhibitors, and beta-blockers.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.